Event description:
It was reported that the patient underwent a l5-s1 posterolateral spinal fusion in which l5-s1 posterior instrumentation, a right iliac crest graft supplemented with local bone, and rhbmp-2/acs were used. At an unknown time post-op, imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. It was reported that the patient now experiences severe injuries and damages including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.

Event description:
It was reported that on: (B)(6) 2004: the patient was pre-operatively diagnosed with severe degenerative disc disease at l5-s1 and underwent the following procedure: l5-s1 posterolateral spinal fusion. L5-s1 posterior instrumentation, legacy 5.5 titanium. Right iliac crest graft supplemented with local bone graft and rhbmp-2/acs. Emg stimulation. As per op-notes, ¿next the autograft was morselized, placed inside a bmp sponge which was sewn into a tube using running 2-0 vicryl suture. These were placed in the lateral gutters from l5-s1 directly onto the transverse processes along with autograft bone and decompression bone. This filled the gutters up quite nicely.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.